Manufacturer narrative:
Insulin pump was unable to vibrate during self test due to broken vibrator black wire. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump is not vibrating. Customer stated that the device did not vibrate when pressing the act button after using the up arrow button to set an insulin bolus. Customer stated the vibrate mode is off. He was assisted with setting the vibrate mode to on. A self test was performed and customer stated the insulin pump did not vibrate during the vibrate test. Blood glucose value is 90 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.